Manufacturer narrative:
The device was returned to the service center. The evaluation could not confirm the reported event as the image was normal and the video connector lock latch functioned appropriately. However, the video connector dust flap door was broken. The device was last serviced via repair on (b)(6 2020 to repair a worn out lock latch on the video connector causing an unstable image. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the viscera pro video processor had no image on the screen but could display color bars. The user tried multiple scopes along with switching the video processor. However, after switching the box the user was able to obtain an image. No patient injury or harm was reported.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause cannot be identified because the phenomenon could not be reproduced, however, the evaluation confirmed that the dust intrusion prevention cover (flap door) of the video connector receiver is damaged, which may have blocked the connection of the scope. (A color bar is displayed on the monitor when the scope is not connected to the processor.) Olympus will continue to monitor complaints for this device.